Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; found tissue build up and charred marks. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an unspecified procedure, the teflon pad from the grasping section of the device burnt out. The intended procedure was completed with a similar device. There was no patient injury reported.